Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and bipolar disorder since 2004. Concomitant products included sumatriptan since 2004 for anxiety and bipolar disorder as well as valproate semisodium (depakote) since 2014. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal): bladder infections"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal)"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss: weight gain"), migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with botulinum toxin type a (botox), antibiotics, surgery (she underwent hysterectomy to remove essure device) and surgery (novasure abltion and successful hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain upper and headache had resolved and the dysmenorrhoea, dyspareunia, nausea, cystitis, back pain, abdominal distension, female sexual dysfunction, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I am now unable to bare any more children ever again. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea"), cystitis ("bladder infections"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss: weight gain"), migraine ("migraines"), abdominal pain upper ("stomach pain") and headache ("headaches,"). The patient was treated with surgery (she underwent hysterectomy to remove essure device) and surgery (novasure ablation and successful hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain upper and headache had resolved and the dysmenorrhoea, dyspareunia, nausea, cystitis, back pain, abdominal distension, female sexual dysfunction, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I am now unable to bare any more children ever again diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: menorrhagia, female sexual dysfunction, fatigue, abdominal distension, migraine, headache, weight increased, abdominal pain upper were added. Reporter, patient demographic information, other relevant history, concomitant drugs, product lot number added. Previously reported event pelvic pain, abdominal pain, vaginal haemorrhage outcome updated. On (B)(6) 2018: mr received: processed with fu1 incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea"), cystitis ("bladder infections"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2016, the patient had essure inserted. The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, nausea, cystitis, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.